Event description:
Received report claiming that when the end-user powered on the sd device via a speed control dial, the unit engaged a drive command and propelled the end-user into their couch. This allegedly reaggregated a previous injury to their left arm and wrist. No medical attention was reported to have been sought.

Manufacturer narrative:
Permobil received report from legal counsel representing the end-user claiming that when the end-user powered the speed control dial on, the smartdrive device engaged an involuntary drive command. This action allegedly caused the end-¬user to collide with their couch resulting in an unspecified, minor injury to the left wrist. Review of client file data indicates this device having shipped in (B)(6) 2024 with a speed control dial, and no recorded history of a replacement having been ordered. Due to an increase in reports of similar failures, a CAPA investigation, 24-015, was implemented. Investigation found an undesirable interaction between the circuit design and the new potentiometer over time. Further engineering analysis concluded that the new potentiometer's internal contact resistance was changing during use, and the circuit was overly sensitive to this change. The investigation also showed that the internal contact resistance of the previous potentiometers, used prior to (B)(6) 2023, did not change much over time when compared to the new potentiometer, concluding the root-cause for the failure was within the new potentiometer. As part of the CAPA, permobil has implemented a market correction, z-1116-2025, to address potentially affected components manufactured between august 17, 2023, through november 21, 2024. As the device remains in the end-user's possession, permobil has not been able to inspect currently. If any new information is received, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.